Event description:
Additional information was received. It was reported that after review of the films, the type iii endoleak was found to have self-resolved.

Manufacturer narrative:
(B)(4). Methods: (films). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (severely calcified vessels). Conclusions: device failure/lack of effectiveness related to patient condition (severely calcified vessels).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The proximal aortic neck was 22 mm in diameter. The right iliac artery was 17 mm in diameter; the left iliac artery was 13 mm in diameter. It was reported that after the stent grafts were successfully implanted, the physician modeled the stent grafts with another manufacturer's balloon. The physician intentionally covered the left internal iliac artery. A final angiogram showed a type iii endoleak, fabric. The physician believes that calcium may have punctured the graft when it was ballooned. No additional clinical sequelae were reported and the patient is fine. The review of returned films pre-implant show that the proximal neck diameter was 21mm x 29mm at the lowest right renal, and calcified. The 5cm aaa was lined with thrombus (3cm flow lumen). The distal aorta was 2cm x 2.5cm and very calcified, and the iliacs were moderately tortuous and severely calcified. There was an aneurysmal 2cm left internal iliac. Intraoperative angiogram video shows a possible type iii fabric endoleak coming from between the most distal stents 3 and 4 of the left iliac limb, filling the liia which had been coiled. The iliac stent graft was essentially straight in the location of the endoleak. The cause of the endoleak could not be determined. Could not rule out a type IV endoleak; pending f/u results to confirm if the endoleak resolved on its own.